Event description:
Caller reported a tandem mobi cartridge alarm, and there was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Cts confirmed the alarm, and the customer had previously reported similar alarms with the pump. To resolve the issue, cts decided to replace the pump, with the customer continuing to use the current pump as a backup. The caller was given instructions on putting the current pump into storage mode and advised on steps to take when the replacement pump arrives. The return of the problematic pump to tandem was arranged along with a pre-paid return label.